Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed information for resetting the pump and guided the caller through the process, which resolved the issue and allowed the caller to successfully start their sensor session.